Manufacturer narrative:
Patient information unavailable. Attempts to obtain the information have not been successful. Relevant tests/laboratory data unavailable. Attempts to obtain the information have not been successful. The device was discarded, thus no investigation could be completed.

Event description:
It was reported that on (B)(6) 2021 a peripheral atherectomy procedure commenced. It was reported that the physician was in a tortuous vessel using a spectranetics turbo elite laser atherectomy catheter to treat the patient. During the procedure, the device's distal marker band detached onto the guide wire. The marker band was able to be retrieved successfully and there was no reported patient harm. The device is not being returned for evaluation. This report is being submitted due to the potential for injury with recurrence.